Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was going into a threshold suspend state, based on readings from the glucose sensor that highly differed from the customer's blood glucose. The customer's blood glucose was 109 mg/dl, and the sensor was showing 53. Calibration protocol was reviewed. During troubleshooting, it was discovered that the patient was lying on the sensor and it was explained that pressure at the site could cause sharp drops. It was advised that the customer turn the sensor off. Nothing further was reported.